Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, the patient had unsatisfactory visual outcome. The iol was exchanged in a secondary procedure following the initial procedure. Additional information has been requested and provided that there was no patient harm and no hospitalization.

Manufacturer narrative:
The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non-qualified viscoelastic. The manufacturer internal reference number is: (B)(4).